Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Concomitant product(s): model: 3244 (x2), scs leads, implant date unknown. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the patient lost stimulation and the patient's ipg could no longer communicate with multiple chargers due to it being inoperable. As a result, the patient will undergo surgical intervention.